Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. The investigation was unable to determine a conclusive cause for the reported balloon rupture. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, heavily tortuous, heavily calcified, de novo lesion located in the left posterior lateral coronary artery. A 3.5x12 mm trek rx balloon dilatation catheter (bdc) was advanced to the lesion without issue; however, the balloon ruptured during the first inflation at 10 atmospheres. The bdc was removed without issue, and a new non-abbott bdc was used to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.